Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419488 implantable pacing lead implanted: 2005 (B)(6); 3058 implantable pulse generator (ipg) implanted 2010 (B)(6); 3093 lead implanted 2010 (B)(6); 4574 implantable pacing lead implanted 2005 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room after hearing the lead integrity alert (lia) trigger. The patient's remote monitor transmission showed oversensing on the right ventricular (rv) lead. The rv lead is scheduled for replacement. No patient complications have been reported as a result of this event.